Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio iq meter would not power on due to a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a month prior to contacting lfs. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to the reported issue, the patient claimed she "felt low." Specific symptoms were not provided. The patient's husband reportedly contacted emergency medical services (ems). Treatment was not specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting since the patient did not have her testing supplies. Replacement products were sent to the patient. Although ems was contacted, there is no indication that the reported issue caused or contributed to this serious injury. The patient's reported symptom of "felt low" occurred before the alleged issue first began. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.